Manufacturer narrative:
The reporting physician stated that he believes the repair luer came off due to human error when assembling or caring for the luer. The catheter involved could not be verified. No device sample was returned for evaluation. Without the lot number we are unable to review the manufacturing records for the device involved. We are unable to determine the cause or factors which may have contributed to this event. The instructions for use for the repair kit contain the following precautions: "examine catheter repair luer and extensions before and after each treatment for damage. To prevent accidents, assure the security of all caps and bloodline connections prior to and between treatments."

Event description:
It was reported that the repair luer came off of the extension during the dialysis treatment.